Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the introducer sheath prematurely split. A 14 f isleeve introducer sheath was advanced. The user encountered slight resistance at the level of the vessel, so the introducer was removed and the dilator was used to predilate. When the user went to put the introducer back in, it was noticed that the tip of the isleeve was slightly split. The user elected to exchange the introducer and finished the procedure with a new isleeve. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.